Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a damage and blank display. The customer¿s blood glucose level was 5.9 mmol/l at the time of the incident. Troubleshooting was not completed for blank display. Customer states the pump does show signs of physical damage. The back of the insulin pump was cracked. Troubleshooting for damage was completed. The customer was also advised to discontinue use of the insulin pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.